Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was explanted due to infection and sepsis. The patient was treated with debridement of the area and intravenous antibiotics. No additional adverse patient effects were reported.